Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" and "check therapy pad" messages) has been confirmed. As received, the brown (lead 1-) and violet (agnd) wires were making contact within the cable connecting ECG c and ECG d, causing the reported messages. The root cause for the damaged wires was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that electrode belt sn (B)(4) was causing excessive "adjust belt" and "check therapy pad" messages.